Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident to obtained, a follow-up report will be submitted.

Event description:
The customer reported that when the surgeon tested the device, a spark occurred and continued into a small flame. Oxygen was in use at the time but there were no user or pt injury.